Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Review of the medical records identified that when the patient underwent a revision due to dislocation, likely from wear of the component(s). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device product code: phx. Unique identifier (UDI) #: n/a. Concomitant medical products: 115310, glenosphere, lot: 754990; 118001, taper, lot: 038660; 113634, humeral stem, lot: 623940; 115370, humeral tray, lot: 326490. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01777.

Event description:
It was reported that approximately 4 years post implantation, the patient underwent a revision due to dislocation. Attempts have been made and no further information has been provided.